Manufacturer narrative:
One photo was taken by the customer does not show the texium or syringe. The customer complaint was unable to be verified. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd alaris closed male luer was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that "hazardous drug leaking from texium male luer that was attached to syringe".